Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Doctor (B)(6) revised a medial uni knee originally done by doctor (B)(6) on (B)(6) 2012 to a triathlon total knee primary cementeless due to patient complaining of pain. This pr was generated for the robot.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 118 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were other reported events ((B)(4)). Conclusion: device inspection could not be performed; log files and session data was not available from the original pka case. Device not returned.

Event description:
Dr. (B)(6) revised a medial uni knee originally done by dr. (B)(6) on (B)(6) 2012 to a triathlon total knee primary cementless due to patient complaining of pain. This pr was generated for the robot.